Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1601191; #1602921, #1602931, #1602932 and #1602945). Root causes are not identified. We will track this kind of event and monitor the trend.